Event description:
Beginning of dialysis treatment alarm noted for blood leak in dialysate. Dialysate tested positive for blood and changed color to red. Dialysis discontinued, blood not returned to patient. Treatment restarted with new setup. Dialyzer used was size f5, lot number 11du3004, expiration was 4/4/2012.